Event description:
It was reported that during a cavotricuspid isthmus (cti) ablation procedure to treat atrial flutter (afl) an intellanav stablepoint open-irrigated catheter was selected for use. During ablation a high-pressure warning was given by the irrigation pump. There was no interruption of irrigation during the procedure. The pump settings during ablation were 2ml for low flow and 30ml for high flow, and the generator was set at 35w for output. The flow through the catheter was manually tested by flushing with a syringe, and no flow was possible due to a block. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cavotricuspid isthmus (cti) ablation procedure to treat atrial flutter (afl) an intellanav stablepoint open-irrigated catheter was selected for use. During ablation a high-pressure warning was given by the irrigation pump. There was no interruption of irrigation during the procedure. The pump settings during ablation were 2ml for low flow and 30ml for high flow, and the generator was set at 35w for output. The flow through the catheter was manually tested by flushing with a syringe, and no flow was possible due to a block. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter underwent visual inspection, functional testing, leakage testing, flow testing, and dissection. The device had no visual defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes, and a pump error message appeared, indicating an obstruction was found during the flow test. The device was dissected to determine the location of the obstruction, and it was observed that the irrigation port from the tip was obstructed. With all the available information, boston scientific concludes the reported device obstruction was confirmed.